Event description:
Additional follow up revealed that patient underwent a surgical intervention on (B)(6) 2018, wherein lamitrode lead was explanted and a replaced with a new model. It was observed during the procedure that the old lead was broken. However, effective therapy was restored post-operatively. It was noted the physician ordered the patient to remain at the hospital for a night for observation.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was not receiving effective stimulation following a recent fall. Multiple reprogramming was unable to resolve the issue. As a result, surgical intervention may be pending to address the issue.